Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.